Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital for lead revision. The patient suffered from twiddler syndrome. The left ventricular lead had dislodged. The lead was explanted and replaced. The patient was discharged the next day.

Manufacturer narrative:
(B)(4).

Event description:
New information indicates that the left ventricular lead exhibited loss of capture.